Event description:
Pt called pdc on (B)(6) 2013 to report medical intervention that occurred on (B)(6) 2013 around 11:00 pm. Pt reported feeling light-headed and shaky in his legs. He continued to say that he passed out, falling to the ground and was twitching. He said the prodigy meter gave a reading of 160 mg/dl. Medics were called immediately after the prodigy reading, arriving 20-30 minutes later. A reading was done w/the medic's meter and it read 66 mg/dl. The pt was given a sugar solution to raise his sugar level before being transported to the ER. Pt reported a medic reading of 99 mg/dl and an initial ER reading of 91mg/dl. Pt was given a sandwich to eat but this sugar level continued to drop to 79mg/dl. No additional ER treatment was reported. Pt was released a few hours later around 4 am. He doesn't know reading upon release but said it was good enough for him to leave. Prodigy sent replacement meter, ts and cs w/prepaid envelope and requested return of suspect product(s).